Event description:
The architect temperature controller board (tcb) version 78560-109 is susceptible to electrical magnetic interference (emi). Electrical magnetic interference can cause a tcb board reset, which results in loss of temperature control and monitoring on the system. This situation does not stop processing module operation and does not generate an alarm to alert the operator when this condition occurs. Normal functionality can be restored by cycling power to the processing module. However, the reset can still occur. Patient results can be affected if they are generated during a loss of temperature control to the heaters on the architect i2000 and architect i2000sr processing modules. The impact on results varies depending upon the assay and the temperature of the heaters at the time the assay is run. A product correction for this issue was reported under cfr 806 to the FDA district on december 14, 2006.

Manufacturer narrative:
Abbott has not received any reports of adverse events related to the architect temperature controller board. This is a final report.